Event description:
It was reported that the pt experienced intermittent stimulation for the past couple of weeks. The device would also shut itself off "out of the blue" and was not positional. There was no known incident or accident related to this issue; however, it was noted, the pt did fall in (B) (6) 2010. She also had a blinking light on her pt programmer, but it could not be confirmed if it was the 9 volt battery light or the neurostimulator light. Movement did not cause stimulation to change. Impedance measurements were normal. Battery measurements were noted to be inconsistent and were showing 2.89 and <20% used. However, at a previous appointment, the battery was at 40% used. Based on the current settings, longevity calculation was 23 months. Further info was requested.

Manufacturer narrative:
(B) (4).